Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13526, 2017865-2020-13528. It was reported the patient presented remotely. Upon review of the transmission, it was observed the implantable cardioverter defibrillator inappropriately delivered anti-tachycardia pacing therapy as a result of incorrect interpretation of rhythm and failed to deliver shock due to the low impedance. The patient presented to the emergency room where it was observed the right ventricular lead and atrial lead had lead abrasion leading to over-sensing noise, as well as low defibrillation impedance on the ventricular lead. The right ventricular lead was capped and replaced on (B)(6) 2020 and the atrial lead had been surgically adhered to address the abrasion. The patient was stable.